Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 1/8/93 and revised on 10/23/96 because the device was "non-functioning." Requests for the explanted prosthesis and for add'l info surrounding this event have been made, however, to date neither the device nor the info have been rec'd. Without the benefit of analyzing the explant and without the requested info, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explanted device or add'l info be rec'd, qa will re-evaluate this event in accordance with procedures.